Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The physician attempted to reposition the lead the following day without sucess. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition prior, during and post surgery.